Event description:
Shortly after this piece of equipment was used on a pt, it was noted by the tech to be making a funny noise and the cord where it plugged into the machine burst into flame and created some smoke and sticky material on the floor. The co and biomed tech checked the equipment. What was found was component degradation of the modular power cord and the equipment interface along with degradation of the insulation of the power cord which apparently had broken down over time, resulting in this fire. It was also noted at this time that the filters were exceptionally filled with lint, bringing into question the adequacy of the cleaning and preventive maintenance that had recently been done by acuson on 1/02.